Event description:
Patient care technician reported that during treatment on a system 1000 hemodialysis device, excess ultrafiltration (uf) occurred. During treatment, the device gave a high transmembrane pressure alarm and the dialyzer clotted. Patient was weighed 1 hour and 45 minutes into treatment. The device read uf removed 2.55 kg. Uf actually removed was 3.4 kg. The patient was then treated on another device. There was no patient injury or medical intervention reported.